Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of downstream occlusion alarms through the history log, but could not reproduce it during evaluation. Evaluation found the downstream sensor reading to be below specification, which can cause the reported symptom. The downstream tubing guide was reworked to correct this condition.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. It was also reported there was no pt involvement.